Event description:
It was reported that four (4) syringe pumps did not recognize the bd 20ml syringes. When the syringes were loaded to the syringe pump the pcu "screen went blank" there was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that four (4) syringe pumps did not recognize the bd 20ml syringes. When the syringes were loaded to the syringe pump the pcu "screen went blank" there was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: manufacturing location. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the "did not recognize syringe" event could not be confirmed through laboratory testing or inspection. An internal and external inspection was performed on all returned suspect syringe modules, and no issues were found that could have contributed to the reported event. A review of the logs was conducted, and no malfunctions or issues related to the reported event could be found. Some logs had been overwritten. The syringe detection test was performed on all returned suspected syringe modules, and the reported event mentioned by the facility could not be replicated. A calibration test was performed on all returned suspect syringe modules through alaris¿ system maintenance (asm v12.5) so that the syringes could be correctly detected in the device. A preventive maintenance test was performed on all returned suspect syringe modules through alaris¿ system maintenance (asm v12.5), and they all successfully passed the tests without any issues or complications. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the syringe module "did not recognize syringe" could not be determined through laboratory testing or inspection. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.